Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the lead was repositioned. System was still unable to access MRI mode due to high impedances post-op. Further surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's system could not be placed into MRI mode due to high impedances on the lead. Surgical intervention is pending.